Event description:
The patient reported side effects (noted to be overdose symptoms and numbness) from their pump refill ¿even though the needle was in the pump reservoir¿. A dye study was performed and showed the catheter was patent. The doctor was going to fill the pump in the hospital under fluoroscopy. The medication infused was unknown. The patient¿s status was alive and without injury. On (B)(6) 2013, a representative later reported that a refill was to be performed that day. Under fluoroscopy, the doctor planned to inject dye into the reservoir to see if there were any leaks or damage at the site of the septum. Following imaging, the doctor planned to aspirate dye and do a saline rinse before refilling the pump. A representative reported the medications infused were fentanyl and bupivacaine. The patient was refilled on (B)(6) 2013 without incident, and the patient was doing fine.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).